Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a high out-of-range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms triggered a lead safety switch. The rv lead was programmed to bipolar and subsequent impedance was within normal range. All other lead parameters were normal. The higher limit for the impedance range was increased to 3000 ohms in setup. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch due to high out-of-range right ventricular (rv) pacing impedance of greater than 2000 ohms. Of note, the rv lead is a non-boston scientific product. The rv lead was programmed to bipolar and subsequent impedance was within normal range. All other lead parameters were normal. The higher limit for the impedance range was increased to 3000 ohms in setup. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.